Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump wake button was difficult to depress. Customer applied more force and the button operated as intended. Customer's blood glucose was 154 mg/dl. Customer continued to use pump for insulin therapy.